Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the fourth time of inflating the occlusion balloon catheter (subject device), the carotid artery ruptured. The maximum allowed balloon inflation volume was not respected. The carotid artery was closed during procedure to stop the bleeding. Further treatment has been stopped. The patient was still alive after procedure and later died. According to the physician, the vessel rupture was related to the subject device and due to a bad vessel.

Event description:
It was reported that during the fourth time of inflating the occlusion balloon catheter (subject device), the carotid artery ruptured. The maximum allowed balloon inflation volume was not respected. The carotid artery was closed during procedure to stop the bleeding. Further treatment has been stopped. The patient was still alive after procedure and later died. According to the physician, the vessel rupture was related to the subject device and due to a bad vessel.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based upon medical review assessment, the data reasonably suggests the clinical event is anticipated in nature and severity as per the dfu and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned as the event is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labelling and/or risk documentation files.